Manufacturer narrative:
(B)(4). Analysis of the pump found no anomaly. Analysis of the catheter found no significant anomaly; it found a tear in the seal near guide ring.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received confirmed that the patient pump and catheter were explanted on (B)(6) 2014. It was noted that the patient's compounded baclofen concentration was 500 mcg/ml and was to be added at office appointment. It was confirmed that the patient's pump pocket was infected and entire system had to be removed. It was noted that the patient had no injury. It was reported that the patient's status after the device was removed was recovered without sequela. It was noted that the reason the catheter was removed was due to infection. It was reported that no rotor study was performed and no dye study was performed.

Manufacturer narrative:
(B)(4).

Event description:
A pump site infection was reported. The pump and catheter were planned to be explanted on (B)(6) 2014; there was no alleged device issue. The patient was receiving compounded baclofen. Patient status was noted as "alive with no injury". It was later reported that no diagnostic testing or troubleshooting was performed. The pump site was red, tender and swollen. The wound was cultured and revealed a pseudomonas infection. The patient had no history of infections or low immune system. There were no other issues with the patient during this time. The patient was on compounded baclofen 250 mcg/ml at 50 mcg/day. The plan was to implant a new pump in 6 to 12 months per the infectious disease physician. As of the date of the report, the patient was being treated with antibiotics. Per reporter there was no serious injury, permanent or temporary harm done to the patient.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter; product ID 8785, lot# n362695, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.